Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string broke from two tampons upon removal but was able to remove both tampons with the strings. Did not seek medical attention for removal but plans on seeing her medical provider as a follow-up.